Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notification. Reviewed of stored egm indicated that the device exhibited post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information received indicated that another episode of non-sustained rv oversensing due to post-paced t-wave oversensing was seen on a remote transmission. Programming changes were made previously. Additional programming changes were discussed and will be made at patient¿s next follow-up visit. Patient was asymptomatic.